Manufacturer narrative:
Investigation/conclusion: according to datex-ohmeda records, this unit has not been returned. Receipt of the unit is required for an investigation to take place. This MDR will be considered closed until the unit is returned for analysis.

Event description:
During routine testing at installation of unit, ohmeda svc rep noted output of vaporizer was not within spec. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.